Manufacturer narrative:
B4: (B)(6) 2021. The device was evaluated and multiple failures were identified. There were widespread equipment failures and multiple symptoms. Multiple parts were replaced.

Manufacturer narrative:
H11:b5:the 100b-watchdog test failed error. H11:h6:device code updated h11:h10: multiple parts were provided for replacements. There were no parts replaced. H10:the field service engineer determined to be a software error as the software was not properly reading the pressure based on error code 100b. The customer declined the quote provided by philips and asked that the case be closed prior to any repair work by philips.

Event description:
It was reported the ventilator showed error meaning the proximal pressure is not measured and pressure-related alarms are compromised. The unit was not in use on a patient at the time of the reported problem.